Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was able to move forward, but not backwards. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(4) 2011 where it was reported that the device required repair and the comb was replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed device's calibration was within specification. It was noted that the comb, ratchet gear and ratchet screws were all damaged. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the comb, ratchet gear and ratchet screw set. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the ratchet gear and screws were damaged which could cause the movement issue. The cause of the device not moving backwards was due to the damaged ratchet gear and screws. The root cause of the device not moving backwards could not be determined with the provided information since it is unknown how the device became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the mesher was able to move forward but was not able to move backward.